Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, due to bleeding, he removed sensor patch and part of his skin came off with removal. Patient did not seek any medical intervention, since being on a regimen of blood thinners (plavix), he is predisposed to bleeding all the time. Patient also mentioned that since his gastric bypass, he lost (B)(6) and has retained a lot of cellulite on his abdomen. At the time of his call to dexcom technical support, patient was feeling fine.